Event description:
It was reported that the pt experienced a loss of therapeutic effect. Symptoms returned following a fall. It was reported that the device was damaged, and a programming attempt on (B)(6) 2011 did not help. It was reported that the pt was scheduled for surgery on (B)(6) 2011 to replace the implantable neurostimulator. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).